Manufacturer narrative:
(B)(4).

Event description:
The device and lead were not sutured down and had moved. The patient is large in size. The lead dislodged, thresholds were high and the lead was stretched. This lead was explanted and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.